Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and was unable to be recovered. A field service engineer (fse) found that main drawer 5.2 was clicking and would not open. The fse checked the inseparable and latch assembly and found that the right side rail was damaged. The end of the rail was straightened to allow temporary access to medications and replacement was required. The fse replaced the legacy half height cubie drawer assembly due to the bent slide rail and tested the system using the hardware test application (hta) and the dispensing application, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failure and unable to recover the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.